Event description:
On (B)(6) 2009, the pt was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6) 2012, the pt underwent a follow-up computed tomography that revealed a type ii endoleak, a proximal type I endoleak from a medtronic device, and aneurysm growth of 2cm. On (B)(6) 2012, the devices were explanted. The pt tolerated the procedure. The devices have been returned to gore and are under eval.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l device: (B)(4).